Event description:
It was reported that the implant attempt of a Extravascular (EV) lead was unsuccessful due to the patient's difficult anatomy. During the first tunneling attempt, the tunneling tool inadvertently entered the pericardial space. A secondary tunneling attempt was performed and resulted in poor sensing by the EV lead. A third tunneling attempt, slightly more to the left, yielded similar results, with no acceptable sensing vector and persistent P-wave oversensing. The EV lead implant was abandoned. A transvenous system was implanted instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.